Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was not working. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 28-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not working and required maintenance. A field service engineer replaced the defective drawer board on main drawer 4.2, tested functionality using hardware test application (hta), and the customer confirmed proper operation. The system functioned as intended after the field service engineer repaired the device.